Event description:
The hcp reported, the pump was explanted and replaced after an implant duration of one month due to pump failure. A follow up report will be sent when additional information is received.